Event description:
During a vacuum assisted delivery, the ectractor cup would not release from the infant's head. The physician used fingers to pry the cup off after cutting the tubing. According to the info, furnished the infant head appeared rough looking with an 8cm discolored area on the fetal scalp and abrasions were observed. No additional medical attention was provided.

Manufacturer narrative:
The subject device is not available. If the filter inside the extractor is clogged, normal vacuum release could be inhibited. Scalp trauma to the infant is listed in the adverse events section of the operational guidelines.